Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed in a medial position. The mr was reduced to 1. A second clip was positioned in the middle of the valve; however, the mr increased to 1+. Different positions were attempted, but mr remained at 1+. The second clip was deployed and echocardiogram was reviewed. It was noted that after the second clip was deployed, the 1st clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Echocardiogram showed there was no contact between the clips and there was no tissue damage noted. A third clip was advanced to stabilize the slda clip. Three clips were implanted, reducing, the mr to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). Adverse event and/or product problem correction: product problem. The device was not returned for analysis. Additionally, a review of the complaint history identified no lot-specific product quality issue. All available information was investigated and a definitive cause for the reported incomplete coaptation in this incident could not be determined. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.